Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user can hear with the implant, but sometimes small change in coil position causes disturbances/lower volume in hearing.

Event description:
The user was able to hear with the implant, but sometimes small change in coil position were causing disturbances/lower volume in hearing. The user was re-implanted.

Manufacturer narrative:
Conclusions: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. The investigation results appear to match the problems mentioned in the recipient report. Other observed damages are most likely attributable to the explantation surgery. This is a final report.